Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Fse received a alert on screen ¿disconnect trainer-patient cable(s) connected.¿ the fse replaced the front end board (d670-00-1164) and verified b.17 loaded properly with green check marks on screen. Installed trainer with no issues or fault codes and ran functional test. All functional and safety test performed. Device ready for patient care.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after completing preventive maintenance on the cardiosave intra-aortic balloon pump (iabp), the device was plugged into ¿trainer¿ mode for 60 minutes for burn-in time. During this period, an amber alert appeared on the screen stating, ¿disconnect trainer ¿ patient cable(s) connected.¿